Event description:
During the procedure, the surgeon and the tech noticed that the aquablation handpiece was malfunctioning. The reps were present and tried to troubleshoot, to no avail. The device was replaced with a new handpiece. No patient harm.